Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. It was reported that the secondary bag contents backed up into the primary bag. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 10012144 lot number 20035092 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04mar2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris infusion set experienced flow issues. The following information was provided by the initial reporter: back check valve failure ¿ 10012144 primary set. Connected was an ICU medical secondary set containing chemo. The secondary bag contents backed up into the primary bag and they said the drip chamber was full.